Event description:
Boston scientific received information during a device interrogation that this cardiac resynchronization therapy defibrillator (crt-d) had reached end of life (eol) over eight months earlier. The voltage was 2.17 with charge times of 32.5 seconds. It was also noted at this time that the atrial transvenous lead had a loss of capture with impedances greater than 2500 ohms. As a result the device was explanted for normal battery depletion and being returned for analysis. The atrial lead was surgically abandoned and replaced. The device was included in the mid-life display of replacement indicators advisory.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.